Event description:
It was reported that the right ventricular (rv) lead had high defibrillation threshold measurements during implant, so the physician elected to implant a dual coil rv lead rather than a single coil lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Additional findings of several conductors blood/body fluid (not obstructed), all insulators breached cut, blood in/on helix mechanism and damaged at implant. Full lead returned and analyzed.